Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra2 meter was prompting the battery indicator message. The pt alleged that the message appeared on the morning of (B) (6) 2010. The pt did not take any actions in regards to his usual routine of diabetes management. Two days later, the pt developed symptom of sweatiness. The pt was not tested on any other device. He administered self-treatment by eating food and/or drink on the evening of (B) (6) 2010. No further treatment was sought. According to the troubleshooting performed with customer service, there had been no misuse of the product and the battery needed to be replaced. The csa was unable to complete troubleshooting since the pt did not have a new battery. Replacement products were sent. This complaint is being reported since the pt developed symptoms suggestive of hypoglycemia following the onset of the unresolved alleged issue.